Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of dissection is listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was performed to treat a lesion in the left anterior descending (lad) coronary artery with mild calcification, mild tortuosity and 90% stenosis. After pre dilating the vessel with a semi compliant balloon, the 3.0x15 mm xience prime stent a 3.50x12 nc balloon was used for post dilatation an a distal edge dissection was noted. Another 2.75x18 mm xience prime stent was used to treat the dissection and complete the procedure. There were no adverse patient sequela. No additional information was provided.